Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements, a drop in impedance measurements, and a drop in r-wave values. It was determined the lead had micro dislodged and a revision procedure was scheduled. The lead was repositioned and remains in service. No additional adverse patient effects were reported.